Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that three years ago the patient's device system had a complication. The health care provider (hcp) had found that tissue had grown over the entrance of the catheter into the patient's spine so it was blocking the baclofen and the patient went into baclofen withdrawal. The patient had started to get very spastic and was irritable. The blockage was cleared by the hcp, the reporter was unsure how but, "they didn't want to touch the catheter or put in a new one. When they started fiddling with it a little bit, I think the tissue dislodged. And then it was working properly on the o.r. Table and they decided not to complicate things by putting in a new catheter." It was noted the patient had been "fine ever since then." The device system was used to deliver baclofen.

Event description:
It was later reported that this pump delivered lioresal. The cause of the event was not known but a catheter revision was performed. The patient required hospitalization and recovered without sequelae.

Manufacturer narrative:
The correct date the manufacturer received the additional information is (B)(6) 2013.

Event description:
It was reported that the patient experienced an underdose with the following symptoms: clonus of the legs and vomiting. The symptoms began on (B) (6) 2010. A pump refill was performed the following day; the aspirated reservoir volume of 3.5 ml was as expected. The pump was checked; no abnormalities were noted. The hcp tried to aspirate the catheter and was not able to aspirate anything. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).